Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for a hysteroscopy using the subject device at the user facility, the subject device could not start up. Then, the user cycled the power of the subject device, but the issue was not resolved. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from olympus china, there was the possibility that the reported phenomenon was attributed to the accidental failure of the power supply unit, or the activation of the overcurrent protection circuit caused by the electrical short due to the accidental failure of the printed circuit board component. If additional information becomes available, this report will be supplemented.